Event description:
International customer reported that a patient developed a suture sinus approximately four weeks following an unspecified surgical procedure. The patient was returned to surgery for wound debridement and repair approximately five months after the event. No evidence of the suture was found.

Manufacturer narrative:
H-6: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.